Event description:
This report cites three incidents of leaking infusion reservoir bags used for chemotherapy (5fu) treatment. The leaks were observed at the female luer connection. One incident occurred on 06/29/2000; the other two incidents occurred two weeks later. Two of the leaks were discovered during filling and the third was discovered during infusion. Each incident is associated with a single device catalog number. The three devices were from a single lot number. The incidents were reported to the MFR by a single distributor. The distributor identified the hosp. There is no report of pt injury.